Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and fever. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with vancomycin injection (1g, every 4th day) and ceftazidime injection (1g, every day) "continue for two weeks". At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1, e3, g2, h6 and h11. B5: upon follow up, it was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was reported the patient was hospitalized for the event. The vancomycin and ceftazidime were administered intraperitoneally and were discontinued after 18 days. The patient recovered from peritonitis and was discharged on an unknown date. Pd therapy was put on hold and the patient was shifted to hemodialysis for two days. Pd therapy was restarted and is ongoing. It was reported retraining on proper aseptic technique was completed. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.